Event description:
It was reported that the physician had a difficult time slitting the valve of the catheter. The physician described it as "trying to cut through a thick eggshell." The catheter will be sent back for analysis. No patient complications have been reported as a result of this event.

Event description:
It was reported that the physician had a difficult time slitting the valve of the catheter. The physician described it as "trying to cut through a thick eggshell." The physician used a blade and/or scissors to cut through so as to not require a new catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis was performed and no anomalies were found. The mechanical operation of the catheter shaft was bent. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual summary analysis of the lead indicated damage at implant.